Event description:
On (B)(6) 2023 it was confirmed the sensor transmitted a dampened waveform reading. On (B)(6) 2023 a right heart catheterization was performed for reasons unrelated to the cardiomems device and the sensor readings were compared to the readings from the catheter. The pressures from the sensor matched the pressures obtained from the catheter and the sensor was not recalibrated. The waveform obtained from the sensor was reported to be slightly more dampened in appearance than the waveform from the rright heart catheter. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the information provided was performed, and the sensor was within the tolerance for cm mean; therefore, the reported malfunction is unconfirmed. This reported event was not investigated for possible inaccurate reading, as it was indicated in the event description that it was resolved with standard troubleshooting. A review of the DHR was performed and per engineering review, there was no adverse impact to product or evidence of relation to the event reported. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.